Event description:
It was reported by service report that the bed alarm was not working. There was pt involvement and adverse consequences reported.

Manufacturer narrative:
Attempt at contacting user facility has been made. User facility has not been able to be reached. Further attempts will be made. If additional info is received a follow up will be filed if necessary.